Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the prograsp forceps instrument screw at the distal mechanism came loose and fell inside the patient. The screw was retrieved during the same procedure from the patient without injury. The procedure was completed with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the prograsp forceps instrument was inspected prior to use and there was no damage found. The instrument was being inserted when the screw fell out. The procedure had just started when the reported issue occurred. The surgeon did not notice any functionality issues before the instrument broke. The instrument did not collide with other instruments. A new instrument was opened after the screw was removed and the procedure was completed robotically. The patient has not returned to the hospital due to experiencing post-surgical complications related to foreign objects.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose screw fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. Failure analysis was unable to confirm or replicate the customer reported complaint. Visual inspection did not reveal any missing pins from the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Following the analysis finding that there was nothing missing from the returned prograsp forceps instrument, isi contacted the customer to determine if the correct instrument was returned. The staff was wondering if they sent the wrong instrument, but they were not certain. They are going to investigate to see if they have any other instrument that is broken and return it if identified. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that an isi instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown which instrument resulted in the fragment falling inside the patient as the returned prograsp forceps instrument had no broken or missing pieces.